Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as surgical damage. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient initially reported left side deflation that was related to or caused by the mammogram. Healthcare professional later reported exchange with no complaints against the device. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 18 apr 2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient initially reported, left side deflation. That was related to or caused by the mammogram. Healthcare professional, later reported, exchange with no complaints against the device. Device has been explanted.